Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated he was very sick. It was reported that his blood sugar was high which caused his insulin pump to shut down. Cgm and bg values were taken during the event; however, the information about the values and who compared them could not be provided. The patient was diagnosed with diabetic ketoacidosis and was in the intensive care unit for two days. While in the ICU, the patient was treated with IV fluids, IV drips and insulin. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.